Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) ) displayed tcmid:05 (coolant diff failure) error at the end of the ivtm therapy. Per the customer, there was no delay or disruption to the patient's treatment because the error occurred at the end of the treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6) ) displayed tcmid:05 (coolant diff failure) error," which was confirmed during the functional testing and event log review. The root cause of the customer's reported complaint was a failed lm 34 a/b temperature sensor, likely attributed to failed component(s) or the device's aging. The thermogard system was manufactured in (B)(6)2018 and is almost five years old. Upon visual inspection, no physical damage was noted. The event log review indicated tcmid:05 errors on and around the reported event date, thus, confirming the customer's reported complaint. The thermogard system failed functional testing due to a tcmid:05 error, thus, confirming the customer's reported complaint. The failed lm 34 a/b temperature sensor was replaced to address the customer's reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(6).